Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified antibiotic via a plum pump. It was reported that after an unspecified length of time, the tubing separated from an unspecified location on clave y-site of the tubing set. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info know by the reporter upon query by hospira personnel.